Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged migraines; ear aches; congestion; stiff neck; nasal/throat irritation or soreness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged migraines,ear aches,congestion,stiff neck,nasal/throat irritation or soreness,headche,cough,kidney issues as have constant urination.medical intervention was not specified. The event reviewed by the pms clinical expert due to the patient reporting of migraines,ear aches,congestion,stiff neck,nasal/throat irritation or soreness,headche,cough,kidney issues as have constant urination. Based on the available information at the time of the review, the device may have caused or contributed to the reported events repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2 and h1 has been updated in this report. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.